Event description:
A 2.5 mm arthroscopic shaver blade broke off approximately 1.5 cm from the distal end. It broke off when the blade was removed from the patient. All pieces were retrieved from the patient.